Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer was reported via phone call that, the clip broke off of my pump but the neck to the reservoir compartment has broken off. The blood glucose was unknown at the time of the incident. The piece missing on the reservoir compartment. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.